Event description:
It was reported that the patient with this pacemaker was experiencing bradycardia and felt lightheaded. The device was checked. Technical services (ts) stated that there was no recent data on latitude. The last in-office check showed that all lead measurements were within normal limits. It was noted that the right ventricular (rv) capture threshold was higher in the last in-office device check than the device check on the day of the call. The rv lead is a non-boston scientific product. It was noted that there was high out of range pacing impedance on the rv channel almost a year ago. There was no evidence of lead noise. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker was experiencing bradycardia and felt lightheaded. The device was checked. Technical services (ts) stated that there was no recent data on latitude. The last in-office check showed that all lead measurements were within normal limits. It was noted that the right ventricular (rv) capture threshold was higher in the last in-office device check than the device check on the day of the call. The rv lead is a non-boston scientific product. It was noted that there was high out of range pacing impedance on the rv channel almost a year ago. There was no evidence of lead noise. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.